Event description:
It was reported that the right ventricular (rv) lead's pacing impedance had been steadily increasing and was greater than the upper limit. It was unknown if the increase was physiological (such as calcification or fibrosis) or an indication for a potential malfunction. Recommendations were made to continue monitoring to see if there were any spikes or drastic changes in impedance and for further testing if this occurred. The rv lead was being monitored. The patient was doing well.

Event description:
New information received notes the patient was referred for surgery due to increasing capture thresholds and increasing pacing impedance on the right ventricular (rv) lead. The rv lead was capped (B)(6)2024 and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.